Event description:
It was reported that a clearlink system continu-flo solution set had ¿a crack at the very end of the line where the tubing meets the connection site.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection noted that the tubing was smashed in the male luer lock adapter; however, this did not affect the functionality of the set. A functional test was performed in which the device was connected to a solution bag and observed for flow or leak issues. The set was found to flow with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.